Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 3 ml ll w/ndl 25 x 1 rb has been found clogged and damaged during use. The following has been provided by the initial reporter: material no: 309581, batch no: unknown. It was reported that package of needles are dull, do not have holes in them, and one syringe had a groove in it. Description: customer states the entire package of needles are dull. She also states there are 5 needles that are physically damaged and some of the needles to not have holes in them to draw up the medication. Customer also states there was a groove to one of the syringes that may indicate the syringe may have been damaged prior to packaging. Because of the defects, the customer could not use the syringes and had to use another syringe from the same lot. The doctor does not have access to the units with the defects in question at this time. The date of the incident is not available at this time.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It has been reported that the syringe 3ml ll w/ndl 25x1 rb has been found clogged and damaged during use. The following has been provided by the initial reporter: material no: 309581 batch no: unknown it was reported that package of needles are dull, do not have holes in them, and one syringe had a groove in it. Description: customer states the entire package of needles are dull. She also states there are 5 needles that are physically damaged and some of the needles to not have holes in them to draw up the medication. Customer also states there was a groove to one of the syringes that may indicate the syringe may have been damaged prior to packaging. Because of the defects, the customer could not use the syringes and had to use another syringe from the same lot. The doctor does not have access to the units with the defects in question at this time. The date of the incident is not available at this time.